Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) in the 400s mg/dl. Elevated bg levels were addressed by changing pump setting with the assistance of a healthcare provider. Recommendation was made that the customer consult with their healthcare provider with experiencing high bgs.